Event description:
It was reported that the lead migrated and the ins was causing pain, so the system was explanted on (B)(6) 2021. Additional info reported: it was stated that there were multiple reprogramming and stimulation changes done. The patient had difficulty charging and the device battery was dead and unable to connect to the clinician programmer. It was later confirmed the manufacturer was axonics. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).